Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent replaced the programmed system controller pcb and user interface pcb assemblies. After having observed proper device operation through functional and performance testing, the device was returned to the customer for use. UDI: (B)(4).

Event description:
It was reported to physio-control that the customer's device had its service led illuminated. The device's display was white when the device turned on. A white display is indicative of a lock-up condition. There was no patient use associated with the reported event.